Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing secondary set leaked chemotherapy medication, causing burns to the nurse. No further information was provided. The following information was reported by initial reporter: "xxx called from xxxxx, stating that their facility has been having a problem with the bd secondary administration set, non-vented needle-free valve, bag access port, low sorbing, roller, pinch clamps, fixed male luer lock with hanger item 10014881. There have been several that have leaked chemo and one incident of a nurse receiving burns from the leakage."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review was performed and there were no relevant production issues or quality notifications with the mat # 10014881 sets of the following lots: 22109185, 22109389, and 22129197.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing secondary set leaked chemotherapy medication, causing burns to the nurse. No further information was provided. The following information was reported by initial reporter: "xxx called from xxxxx, stating that their facility has been having a problem with the bd secondary administration set, non-vented needle-free valve, bag access port, low sorbing, roller, pinch clamps, fixed male luer lock with hanger item 10014881. There have been several that have leaked chemo and one incident of a nurse receiving burns from the leakage."